Event description:
Loosening painful for the patient/no bone integration: the size of the stem is too small in comparison with the size of the femur. Revision done with a different stem. MFR ref # 3005180920-2015-00020.